Event description:
It was observed that during the procedure, the rigid video scope had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and the lg-bundle of the insertion section is broken and therefore the light transmission is not given or too low. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is not displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the procedure, the rigid video scope had no image. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.